Manufacturer narrative:
Event date was on an unspecified date in (B)(6) 2019. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and treatment for peritonitis were not reported. The patient was hospitalized for the event. At the time of this report, the patient was still hospitalized but patient outcome was not reported. Pd therapy was "interrupted" due to the event. No additional information is available.

Manufacturer narrative:
Additional information : the patient was treated with unspecified antibiotics for the peritonitis event. On an unreported date, the patient's pd catheter was removed. Should additional relevant information become available, a supplemental report will be submitted.